Manufacturer narrative:
A partial lead was returned in two pieces measuring 10.4 cm from the connector portion and 40.6cm from the distal end. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead eroded through the skin and the patient developed an infection. The patient presented on 2/11/2019 for procedure and the system was explanted. The patient was stable post procedure.